Manufacturer narrative:
Date sent to the FDA: 01/29/2020. Additional information: d10, h6. Additional h-3 summary: empty opened labeled winding former and a dispensed needle-suture of product received for evaluation. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿the fixation tab of the stratafix broke off at the 2nd stitch¿. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used. During the surgery, the fixation tab of the barbed suture broke off at the 2nd stitch. There were no adverse consequences to the patient.